Event description:
It was reported that following an early lead pull, the patient went to emergency room (ER) due to fever and hives. The patient was reportedly doing better. The explanted leads were discarded per facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: (B)(6).